Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after an unknown diagnostic procedure, the bronchovideoscope had green/yellow image flickering. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Correction: h6- component code. The device was returned to olympus for inspection. Based on the investigation results and past findings, reasonably known information suggests potential causes is likely due to some kind of stress and degradation problem. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.